Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred, and the aspiration condition was unknown during vitrectomy surgery. The product was replaced, and the surgery was completed with no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap and in the port. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter broken at the port. The cut functionality was unable to be tested due to the actuation failure and broken inner cutter. The probe was disassembled, and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicated the probe had an actuation failure. The reported cut failure was unable to be confirmed due to the observed actuation failure. A contributing factor of the observed actuation failure is the broken port of the inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure and broken inner cutter would have led to the reported cut failure. The root cause for the broken port of the inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Although the reported cut failure was unable to be confirmed, it appears that the actuation failure and broken port of the inner cutter were due to excessive use of the probe by the user. Therefore, no action has been taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).